Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an unknown issue. The device had unknown issue. A quality feedback was done to complete the procedure. No patient injury has been noted.